Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported that approximately 4mm of the arrow quick flash catheter tip broke off during insertion of the left radial arterial line. The event was immediately identified intraoperatively. There were no reported patient complications and the patient was discharged (B) (6) 2007. Additional information received on 3/24/2010 by the hospital risk manager stated that it is unknown whether the device was removed and there are no further details available.